Manufacturer narrative:
Findings: pump received with normal operating currents, passed the displacement test, error test and self test however, unable to prime during the prime test and motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test and excessive no delivery test due to loose/protruded drive support disk. No alarm occurred during testing. Motor passed the motor test. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.